Event description:
Event description boston scientific received information that there was noise and oversensing on this right ventricular lead which resulted in inhibition of pacing for up to 4.5 seconds. The lead was reprogrammed to unipolar and the sensitivity was increased, but neither step resolved the oversensing. The patient, who is pacer dependent, had an underlying rhythm of less than 30 bpm. He was symptomatic and was hospitalized. An angiogram was performed and a revision procedure was scheduled. The physician commented that he was not satisfied with the performance or reliability of the lead. Boston scientific received additional information that the lead was confirmed to be fractured and was surgically abandoned and replaced. The patient is a pitcher on a baseball team and the constant repetitive movement of his arm is believed to be the cause of the lead fracture.